Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventralight st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against ventralight st. It is alleged that the patient sustained unspecified injury due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per medical record and plaintiff profile form: (B)(6) 2017 - patient was diagnosed with umbilical hernia incarcerated thereby underwent laparoscopic repair with the implant of ventralight st mesh (device #1). Per operative notes, ¿a ventralight st mesh (device #1) was placed and sutured.¿ (B)(6) 2022 - patient was diagnosed with reducible recurrent ventral incisional hernia, adhesion thereby underwent open repair with implant of phasix mesh (device #2). Per operative notes, ¿a phasix mesh was placed and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2(outcomes attributed to adv ev.,), b3, b4, b5, b6, b7, d3, d4(product catalog no., UDI no.), g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventralight st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against ventralight st. It is alleged that the patient sustained unspecified injury due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.